Manufacturer narrative:
This report has been identified as (B)(4). . The device has been requested to send it for investigation to (B)(4). If an investigation report is available, a follow-up report will be created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(4) in (B)(6): "underinfusion" customer information: no exactly information are available, only the key word "wrong infusion therapy / underinfusion" could be found.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. During the analysis of the history log files it could be detected that on the reported day of occurrence as well as a day before no infusion therapy over 24 hours was performed. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. No damages on the housing parts could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,35 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The used drop sensor was checked according the technical safety check. No malfunction could be recognized. Due to the previous results of the investigation of the history log files, visual and functional investigation, only the upper housing part was removed. No damages or soiling could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. A product deviation could not be found.